Manufacturer narrative:
The device was not returned for analysis; therefore, a technical analysis could not be performed. Based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of known inherent risk of device.

Event description:
It was reported that the patient with this pacemaker was getting low heart rate and low blood pressure readings. Technical services (ts) was contacted by the health care professional (hcp) to review the stored episodes. Upon review of the available information ts observed premature atrial contractions falling into the post-ventricular atrial refractory period (pvarp), the patient was noted to have a history of atrial arrythmias. In addition, the patient reported to experience shortness of breath (sob). Reprogramming options to optimize sensing and pacing were provided. A recommendation was made to evaluate medication due to patient condition per physician discretion. This pacemaker remains in service. No additional adverse patient effects were reported.